Event description:
Allegedly the following occurred: in 2006, the wedge resection of left lung was performed. Md found the staple with malformation which led to the tissue breakdown. Used another device successfully.